Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the device's system or user interface pcb assemblies. Due to part obsolescence, replacement parts are not available. The customer was informed that the device is non-repairable and will be obtaining a replacement device.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.